Manufacturer narrative:
(B)(4). Lens work order search. Results (other): a lens work order search was performed and one similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.7mm implantable collamer lens in the pt's left eye on (B)(6) 2012. The surgeon made the decision to remove and exchange the lens for a smaller length size 13.2 due to excessive vaulting and high pressure. The surgeon enlarged the same incision to remove the lens. No suture was needed. The lens was discarded by the facility. See MFR #2023826-2012-00787 for the right eye.